Event description:
As reported by a field clinical specialist (fcs), after a successful valve deployment of a 26 mm sapien 3 ultra valve in the native aortic valve via transfemoral approach, the commander delivery system balloon ruptured upon contact with calcium near sinotubular junction (stj). During withdrawal of the delivery system, everything but the nose cone was recaptured. The decision was made to remove the delivery system and sheath as a unit over the wire. There was no issue with the withdrawal until the devices were at the right common-external iliac where resistance was met. The delivery system could not be removed so a surgical cut-down of the iliac artery was performed. The delivery system was then removed and multiple stents were deployed from the iliac bifurcation down. Based on preliminary engineering evaluation, liner delaminated approximately 1 inch from distal tip was noted. Was noted.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-05642. A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: added new information to d.9 returned to manufacturer, h.6 type of investigation, investigation findings and investigation conclusions. The device was returned to edwards lifesciences for evaluation and the following was observed. The sheath was fully expanded with the tip opened, as designed. The liner was bunched and circumferentially delaminated approximately 1 inch with the c-marker band intact. Imagery was provided from the site and revealed the following: balloon was ruptured radially, and distal part of the balloon was everted over the nose tip. Distal nose tip wings flared out. Sheath was expanded and tip opened, as designed. Sheath liner was bunched at distal tip. Calcification present in the common external iliac artery where resistance was noted during the withdrawal of the delivery system. Undersized access vessels present in patient's right iliac artery (minimum 5.5mm required for 14f esheath+). A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed. However, no manufacturing non-conformances were identified in the evaluation. Reviews of the DHR, lot history, and complaint history showed no indication a manufacturing non-conformance contributed to the event. No IFU/training manual deficiencies were identified. Furthermore, no abnormalities were reported during device unpacking or preparation. Per evaluation of the returned device, the sheath liner was bunched and circumferentially delaminated with the c-marker band intact. As the associated delivery system inflation balloon was ruptured, the larger balloon profile can make it difficult to retrieve through the sheath. If excessive force was used in attempts to retrieve the damaged balloon, the sheath liner can delaminate. Available information suggests procedural factors (withdrawal of burst balloon, excessive manipulation) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.